Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it was not allowing her to clear it. Customer feels like the esc button was not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.